Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010: the patient presented with the following pre-operative diagnoses: 1. Degenerative cervical disc disease c7-t1. 2. Degenerative cervical spinal stenosis c7-t1. He underwent the following procedures: 1. Anterior cervical discectomy c7-t1. 2. Anterior cervical fusion using autograft and allograft c7-t1. 3. Placement of anterior interbody cage c7-t1. 4. Anterior cervical plating c7-t1. Reportedly, the patient was also implanted with rhbmp-2/acs in this surgery. (B)(6) 2010: the patient was discharged.